Manufacturer narrative:
Upon return, a complete lead with an extended helix was confirmed. The lead exhibited dried blood within and past, the helix mechanism indicating the lead had been implanted. Extensive testing was performed to assess the lead's electrical and insulation integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry and the lead insulation. Rigorous testing, including extensive lead manipulation while connected to an ohmmeter, verified there was no intermittency in the electrical conductivity. During the analysis process, the helix failed to retract as intended, most likely due to the presence of dried body fluid. Laboratory testing was able to confirm the reported clinical observation of helix extension difficulty; however, unable to confirm the remainder of the observed issues, as the lead was electrically within specifications.

Manufacturer narrative:
No further information is available at this time. This report will be updated following product return and completion of lab analysis.

Event description:
Boston scientific received information that this right atrial lead exhibited an increase in thresholds and pacing impedance values; lead confirmed dislodged. During the attempted revision procedure, the physician tried without avail, to successfully reposition the product. In the absence of success, the lead was explanted and will be returned for a post market assessment. No adverse patient effects reported.